Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.

Manufacturer narrative:
The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received and upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient contacted technical services for another matter and reported the patient was in the hospital for high blood pressure. Follow up was made with the pd patient's registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6) 2015 for hypertension. Per pdrn the patient had a history of hypertension and was pending a scheduled surgery for stent placement. The nurse stated the patient continued peritoneal dialysis treatments while hospitalized, thus no treatments were missed. The patient was discharged from the hospital on (B)(6) 2015 and as of (B)(6) 2015 was able to complete treatments via continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.